Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. The customer reported changing the infusion set, then changing the reservoir and still receiving the no delivery alarms. The customer stated that she changed the battery as well. Customer stated that the alarm doesn't occur during delivery, but at random times. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was able to get insulin to exit the tubing and was advised that the reservoir was occluded. The customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.